Event description:
The customer stated that she received a reading of greater than 700mg/dl, retested and received a reading of 400mg/dl. The patient went to the emergency room where they received a reading of 115mg/dl on their meter. An attempt was made to review the system over the phone but the patient did not have the necessary materials. The test materials were sent to the customer for completion of meter testing. The customer was asked to call 24/7 upon receipt of the supplies.